Event description:
It was reported that an increase in the capture threshold resulting in loss of capture was observed on the leadless pacemaker (lp). During the revision procedure, imaging revealed the lp had changed orientation from original implant, the lp was still fixated to the tissue, but now behind the tricuspid valve. As a result, the lp was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported events of device dislodged and failure to capture were not confirmed. Visual inspection revealed a normal helix and the battery was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis was performed and indicated normal functionality. Further analysis of the output signal revealed normal pacing parameters. Review of the device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests prior to its distribution. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.